Event description:
Litigation papers allege patient has suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: inflammation, groin pain, hip pain, problems sitting and standing; and the potential for a revision surgery in the future. Patient has not yet scheduled an explantation of the asr hip implant. (B)(6) 2012 - part/lot information was identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.